Event description:
It was reported that the recharger is placed in the charging base, the charging led lights up, but it doesn't receive a charge. The recharger remains in the base for hours and the status doesn't change with the led lights up indefinitely. The charging base is connected to the current socket (ac) observing that the base connection led indicator lights up correctly. The recharger is placed in the base to recharge for 12 continuous hours, but the recharger doesn't receive a charge. Process to reset the recharger is performed but cannot be completed. The recharger is placed back in the base but it doesn't recharge and the charging lights don't change from the initial state. Additional information was received from the manufacturer representative (rep) that the cause of the wireless recharger not charging was not determined. The device was replaced and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3: analysis of the wireless recharger (serial #: (B)(6)) revealed that the recharger was unresponsive. Led's scroll continuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.